Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not duplicate the reported issue but the user had emailed photo showing the error had occurred. The fsr replaced the display membrance panel assembly and verified unit performance and safety. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a "e1f" error code display on both channel a & b of the heater cooler unit. A "e1f" error means the volume adjust button is stuck all modes allowed, single tone alarm, service light comes on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 11-feb-2016: the perfusion team took a picture during the procedure of the error code. An "e1f" error code was displayed for both channels. According to the instructions for use (IFU), an "e1f" error code indicates the volume adjust button is stuck and that if the fault persists to use backup equipment. The clinical team did have a back-up heater cooler unit available and they elected to change out the unit. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.